Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 2647580-2019-03033, any additional information received in the future will be captured and submitted under the report number 2647580-2019-03033. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Functionally, the instrument was applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic colon resection procedure, as the surgeon was attempting to complete the anastomosis, after firing, the staple line fell apart. The nurse reported that the surgeon tightened the stapler down as far as it would go before firing and the indicator would not change to green, that is when the surgeon fired the device and staple line was incomplete. It was also noted that there was a tissue loss of around 3 cm. Another stapler from a different manufacturer was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic colon resection procedure, as the surgeon was attempting to complete the anastomosis, after firing, the staple line fell apart. The nurse reported that the surgeon tightened the stapler down as far as it would go before firing and the indicator would not change to green, that is when the surgeon fired the device and staple line was incomplete.